Event description:
It was reported by the customer that syringes were cracking and fluid and blood were leaking. No information was received regarding any serious injury as a result of these product issues.